Event description:
While preparing a ruby coil for a coil embolization procedure, the ruby coil pusher assembly was unseated from its original position within the sheath, but would not advance any more after that. Consequently, the physician was unable to advance the coil out of its introducer sheath. The ruby coil introducer sheath was not inserted into the hub of the microcatheter and the ruby coil was set aside. The procedure was completed using a new ruby coil.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 1. Describe event or problem.

Manufacturer narrative:
The ruby coil pusher assembly was kinked approximately 5.0 cm and 129.0 cm from the proximal end and fractured approximately 130.0 cm from the proximal end. The mid joint had been retracted pass the friction lock and the introducer sheath was compressed. The embolization coil was detached inside the introducer sheath. Evaluation of the returned ruby coil revealed that the pusher assembly was kinked and fractured near where the introducer sheath was positioned. This damage can occur if the pusher assembly is forcefully manipulated while attempting to advance the coil through the introducer sheath against resistance. Further evaluation revealed that the mid joint had been retracted pass the friction lock. The friction lock inner diameter (ID) is smaller than the mid-joint outer diameter (od) so that it can seat properly. If this mid-joint is retracted pass the friction lock, extreme resistance may occur upon attempting to re-advance, and likely contributed to the kinks, fracture, and compressed introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
While preparing a ruby coil for a coil embolization procedure, the physician was unable to advance the coil out of its introducer sheath. The ruby coil did not come into contact with the patient and was set aside. The procedure was completed using a new ruby coil.